Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient had a trial lead and extension implanted on (B)(6) 2017. Postoperatively system diagnostics determined high impedances. The manufacturer representative was unable to restore effective stimulation. The patient underwent surgical intervention on (B)(6) 2017 for the lead revision. During the surgery the lead was disconnected from the extensions and tested. Diagnostics determined normal impedances, however when the lead was reconnected to the extensions, it was noted the screw on one of the extensions would not lock onto the lead. As no additional extensions were available the extensions were removed and the procedure was abandoned. It is unknown at this time how many extensions does the patient had. If needed additional devices would be added at later date.

Event description:
Additional information received identified only one extension was involved into the allegation.